Event description:
It was reported that they were getting no device found on their controller when trying to charge their implant. The patient mentioned that they spoke with manufacturer representative (rep) yesterday and was told to call patient services (ps) for a new charging cable. Patient denied any recent falls/trauma. During the call, controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed no device found then implant went into passive recharge mode with numbers 87-87-87 and then controller showed poor recharge quality. Controller showed 100% and implant red recharging with good quality and patient mentioned the controller kept showing poor recharge quality. Agent asked and patient mentioned their implant last for 4 to 5 days on charge. The patient mentioned their implant battery moves, some days the implant was flat and some days the implant will poke out. The issue was not resolved. A request was sent to the repair department to replace the recharger. The patient requested a patient ID card and agent then transferred patient to prs. Their implant was completely dead and not doing anything for them. The patient mentioned on (B)(6) their implant battery will be replaced.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.